Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found connector socket damaged, top cover deformed, and front panel cracked, . The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was a scope communication error (b30 error) and connector plug was twisted while using the video system center. The issue occurred during preparation for use. The unspecified diagnostic procedure was completed with a similar device. There was no patient harm associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the root cause for the event could not be determined. However, it is likely that the error code b30 occurred due to damaged video connector socket. Olympus will continue to monitor field performance for this device.